Manufacturer narrative:
.

Event description:
The patient reported that her stimulator worked well for her leg and foot pain. She said she had her ankle fused (cadaver hamstring) about a year ago and the device was no longer necessary; however, the hcp recommended she leave it in until they were sure it was no longer needed. The device was turned down and off by the hcp (2006), but was not disabled at that time. The patient then reported that since 2007 the device has turned on several times by itself and was at a high setting, so it shocked and jolted her. She said the first time it happened she was visiting family and did not have her patient programmer with her, "the stimulator went off at full power, causing my lower body to jerk uncontrollably, my family took me to the hospital for an x-ray (2007) to see if they could find a reason for the malfunction, they were unable to turn off the device and I spent the night in a chair jerking with every pulse of the stimulator". The following day, the patient was able to get her programmer and turn the stimulator off. The patient reported the stimulator continued to go off on its own several times until the device was disabled and removed. The patient said the incidents caused her stress and disrupted her life. The hcp reported that when the patient was seen the following month, she reported that she had been knocked over by a large dog and had fallen onto her stimulator. The hcp advised that the device be removed. The device was explanted. At explant, the hcp had not requested analysis of the device, so the hospital disposed of the device. The patient recovered without sequela.